Event description:
It was reported the device failed accuracy tests. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing, and the liquid crystal display (lcd) screen was scratched upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the pump was found to be overdelivering. Root cause of the reported event is unknown. It is recommended that the device expulsor assembly be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service previously., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 3-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during preventive maintenance.